Manufacturer narrative:
Terumo did receive the actual device; visual inspection did confirm the tear in the tubing. Tubing tore due to mishandling of the product. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there was a tear in the custom cardioplegia coil. The product was changed out, there was no blood loss, and surgery was completed successfully.